Manufacturer narrative:
During the investigation on october 06, 2025, it was observed that the lcd of the autopulse platform (sn (B)(6)) has missing pixels. The root cause of the reported complaint was a failure of the lc display. The lcd was replaced to remedy the issue. Following service, the autopulse platform passed the run-in test without any fault or error. The autopulse platform passed the final testing without any fault or error. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints reported for autopulse platform with serial number (B)(6).

Event description:
During the investigation on (B)(6) 2025, it was observed that the lcd of the autopulse platform (sn (B)(6)) has missing pixels. No patient involvement.